Manufacturer narrative:
The device was not returned for investigation and was reported as discarded following the procedure, therefore, a complete investigation could not be performed. In addition, the hospital will not disclose any additional details regarding this report. A lot history review was performed for this device. The device met all specifications. No conclusions can be made. Two devices, evac 70 xtra plasma wand (catalog no. Eic5872-01) and coblator ii system controller (catalog no. Ec8001-01), were used in the same procedure and two separate mdrs are filed for each device under medwatch numbers 2951580-2007-00088 and 2951580-2007-00089.

Event description:
In 2007 a clinical incident involving an evac 70 xtra with integrated cable wand and coblator ii system controller was reported to arthrocare corporation. It was reported a pediatric patient was found dead following a tonsillectomy and adenoidectomy procedure performed 6 days prior. It was reported there was more than expected bleeding during the surgery. In addition, 30 minutes after the procedure, the patient had sustained a primary rebleed and was returned to the theatre (operating room) for the treatment (treatment details not reported). The cause of the patient's death was not reported. The hospital was contacted to confirm the cause of death and treatment details for primary rebleed 30 minutes following the procedure. The hospital indicated they will not disclose any further information for this incident.